Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered pain (requiring medication) and cardiac failure. On post-procedure day 0, the patient reported headache pain. An unspecified medication was administered. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, not serious, not investigational device-related, and definitely index procedure-related. Since there was no evidence that medical/surgical intervention or prolonged hospitalization was required for the treatment or prevention of permanent damage to the patient, this complaint was originally assessed as not reportable. However, new information was received on 6/1/2018 that changed the reportability. At an unspecified point post-procedure, the patient developed elevated cardiac filling pressure. There is no information regarding interventions, extended hospitalization, or patient outcome. Principal investigator assessed this event as not investigational device-related and possibly study procedure-related. With the new information received, the additional event of elevated cardiac filling pressure has been assessed as reportable. The awareness date was reset to (B)(6) 2018.

Manufacturer narrative:
It was reported that a 64-year-old female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered pain (requiring medication) and cardiac failure. Initially it was reported that on post-procedure day 0, the patient reported headache pain. On 3/11/2019, clarification was received indicating the patient reported neurological disorders (tremor, poor coordination, headache). Manufacturer ref no: (B)(4).